Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported left side deflation. Additional event of "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified, striated opening on posterior, opening crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. An opening crease sharp on anterior assessed, as fold flaw opening. The particles reported in the valve are not observed.

Event description:
Healthcare professional reported, left side deflation. Additional event of "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additional event of "particles in valve". Device has been explanted.